Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, slow deflation of the balloon occurred. The lesion was pre-dilated with a 3.5x15mm maverick balloon. The physician placed a taxus express2 3.5x32mm drug eluting stent to the 85% stenosed lesion located in the noncalcified, nontortuous, mid to distal left anterior descending (lad) artery, but was unable to deflate the balloon. The balloon was inflated to 16 atms, three attempts to deflate were attempted and also "pulling a negative" before the balloon finally deflated. The patient did not experience any symptoms related to the slow deflation of the balloon. No patient complications occurred. The balloon was removed intact and the procedure was completed successfully.

Manufacturer narrative:
.